Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-operative that pacing failure occurred due to right ventricular (rv) lead dislodgement. High thresholds were also exhibited. When checking with fluoroscopy, it was noted that it was not a complete dislodgement. The rv lead was re-positioned and it remains in use. No patient complications have been reported as a result of this event.